Event description:
It was reported that the ilet sleep/wake button was unresponsive, and the device could only be awakened when placed on a charger; the issue had been ongoing for several weeks and a replacement device was provided, with the original device returned by the patient. Symptoms included no adverse health effects and no impact to blood glucose, and no alerts or alarms were reported. Outcomes included continued therapy management guidance, with instruction to sync data to the mobile app, shut down the device prior to return, and if that device data would not transfer to the replacement device. Investigation included review of the complaint details and logistical verification of serial number, shipping, and return process. Investigation of this case revealed a malfunction of the device user interface related to the sleep/wake function. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware failure of the sleep/wake control, and the device was replaced to restore normal operation.